Manufacturer narrative:
This investigation was created for a returned product with no allegation of malfunction. No allegation was reported. The ams700 ipp cylinders were visually inspected and functionally tested. A leak was present in the cylinder body of cylinder 1 that was the result of sharp instrument/tool damage consistent with explant damage. Based on the determination that the damage was likely due to explant, it will not be considered a product malfunction because it is a secondary failure. Broken fabric threads were present. Cylinder 2 performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The pump failed the deflation test. It took greater than 14 seconds to deflate from 20 psi to 4 psi; the specification is 14 seconds or less. The pump kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Analysis concluded a device malfunction. Product analysis of the returned components confirmed a product malfunction. The product record review indicated reported events do not represent an unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a component failure was identified during product analysis. Based on the results of this investigation, no escalation is required.

Event description:
Ams 700 inflatable penile prosthesis pump was returned without reported allegation. The returned component was analyzed and pump failed the deflation test.